Event description:
It was reported that a transfer set leaked at the connection with the patient line. The event was further described as "the patient stated they primed and when they connected the patient line leaked at the connection". This occurred during use of the devices for peritoneal dialysis (pd) therapy after connecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(Event date): the event occurred on an unspecified date in 2024. It was further described as ¿over the last three weeks¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.